Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. A1-a4: patient information was unavailable. H3, h6: a medtronic representative went to the site to perform a system check out and they found an air leak in the punched tubing of the manipulator hosing. The leak was repaired. A stealth integration test was performed for the accuracy allegation. The test passed. The system did not show signs of inaccuracy. The leak is unrelated to the inaccuracy. B01, c07, d02 is applicable to the leak in the system checkout. B01, c19, d14 is applicable to the inaccuracy in the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the instruments were inaccurate by about 5 to 6 mm during a case. The healthcare professional went back to reverify all of the instruments. After the verification, the instruments seemed on, but once they returned to navigation, they were off again. The surgeon reluctantly continued surgery, but the delay was approximately two hours. The only instrument that was accurate in the case was the drill. There was no impact on the patient outcome. Additional information received from a manufacturer representative reported that the site re-registered to resolve the inaccuracy.